Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) via ispr (implantable systems performance registry) reported that the operational notes stated that the catheter portion of approximately 19 cm in length from distal tip, to the location identified had been crushed and separated. The catheter looked like it had been this way for a long period of time and would certainly explain the lack of efficacy that the patient had been experiencing, and "the high likelihood that the current catheter was infusing subcutaneously in this location." If additional information is received, a follow-up file will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10896r48, implanted: (B)(6) 2001, explanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4) product type: programmer, patient. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709, lot# j10896r48, implanted: (B)(6) 2001, explanted: (B)(6) 2015, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via ispr (implantable systems performance registry) in regards to a patient that was being treated with hydromorphone (concentration 20 mg/ml, daily dose 14.230 mg/day) via the device system. The refill programming date was on (B)(6) 2015 at 1131. The indication for use was noted as non-malignant pain and post lumbar laminectomy syndrome. It was reported by the healthcare provider (hcp) that the patient experienced increased pain to right upper quadrant. The patient also experienced nausea and shakiness. The severity was mild. A healthcare provider reviewed a MRI with contrast on (B)(6) 2015 and found no evidence of a granuloma at the tip of the catheter. The healthcare provider planned to go forward with a pump dye study on (B)(6) 2015. The dye study was aborted due to a blocked catheter. A catheter replacement was performed on (B)(6) 2015 and disposed of according to biohazard instructions. The etiology was the entire catheter. The event was reported to be related to the device or therapy and the implant procedure. The patient resolved without sequelae on (B)(6) 2015. The cause of the blocked catheter was not provided. If additional information is received, a follow-up file will be submitted.